Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/13/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2013 with the following findings: investigation revealed a dim and discolored display screen. A new test screen was inserted and the display illuminated to normal contrast. Unrelated to the complaint, the keypad cover was found to be cut over the ok keypad button. The keypad buttons were found to be responsive to button presses. The keypad cover was removed and no contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.